Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system. After the navitor was implanted and upon removing the flexnav, a vascular complication was observed just above the bifurcation at the right femoral puncture location. Bleeding was observed on angio when contrast was added and at the access site of the flexnav delivery system. The cause of bleeding was thought to be either punction during the seldinger technique or "potentially to rough introduction of the flexnav." There were no reported performance issues with the flexnav and no malfunction was reported. It was determined that stents and balloons would be not viable options as treatment. A blood transfusion was performed. Therefore, the vascular complication was surgically treated using 2 perclose devices. The patient was reported to be in stable condition.

Manufacturer narrative:
The device was not returned for analysis. An event of hemorrhage/blood loss/bleed was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported hemorrhage/blood loss/bleed could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.